Manufacturer narrative:
(B)(4).

Event description:
The company representative confirmed on (B)(4) 2014 that there were no problems or concerns with the therapy from the patient at this point.

Event description:
It was reported the implant¿s ¿auto-adjustment¿ was changing on the patient sporadically or inconsistently. It was noted the stimulation got ¿too high¿ even when it was set at a lower setting. It was stated the patient had reset the device with the ¿3-minute wait period¿ when adjusting the stimulation. It was noted the patient did not know when the changes were occurring. It was stated the patient would keep a journal to document the changes to see if there was a pattern. It was noted the stimulation would increase and decrease unexpectedly. It was noted the patient¿s health care professional would contact them to set-up a follow-up appointment with the manufacturer representative to do some troubleshooting. It was stated an appointment had not been set up yet but the manufacturer representative would send a follow-up after meeting with the patient.

Event description:
Additional information received reported that the cause of the event was that the "sensor was changing." Reprogramming was done as an intervention on (B)(6) 2013 and the programs were working well. There was no hospitalization as a result of the event and patient outcome was reported as no injury.